Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected the critical block and inverse critical block did not add to zero, the motor arm cannot communicate with the main arm, or hardware low level failures alarms during testing however, the critical block and inverse critical block did not add to zero alarm (line number 213 file number 30), the motor arm cannot communicate with the main arm, and hardware low level failures alarms are found in the formatted history file due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed the motor arm cannot communicate with the main arm and the critical block and inverse critical block did not add to zero. Customer blood glucose at the time of incident was 5.9 mmol/l. Troubleshoot was performed. Customer was able to successfully clear the alarm. And able to finish rewind. Pump reappeared after troubleshooting. Customer also reported hardware low level failures. The insulin pump will be returned for analysis.